Event description:
It was reported that during an unknown procedure, after the first device fired, the staples were b-formed on the reload surface. They changed the device, but only a part of the staples were b-formed on the tissue. Hand sewing was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4).